Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Nurse states that the product work perfect with the other patients. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Nurse states that the customer has not returned to the facility.

Event description:
Consumer reported complaint for hi display. Rn is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Nurse called in to ask what does hi means, instructed nurse that it means that the blood sugar may be over 600 mg/dl . Nurse confirms that the meter works fine on other patients. Nurse states that the customer had symptoms of high blood sugar, she was taking care of that, could not continue to trouble shoot.